Event description:
During static pt acquisition, the lead back cover of the detector suddently fell to the floor. Reportedly 4 to 8 bolts securing the cover were missing a rectangular metal washer that serves to keep the bolt from deforming the lead when tightened. No injuries were reported.